Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display flashing display anomalies or missing segments were noted. No damage on the lcd the lcd isolation tape noted. However, the insulin pump was received with bleeding lcd glass. The insulin pump was received with cracked case at battery tube threads. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Event description:
Customer's mother reported via phone call that customer had a blank screen display. Caller reported that customer reconnected to insulin pump after getting out of the pool. It was reported that insulin pump had black spots and missing pixels. Customer's blood glucose was 208 mg/dl. After troubleshooting, display screen did not return. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.